Manufacturer narrative:
The insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display, transmitter complaint, sensor complaint, sensor signal not found alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display. Pump received with scratched case, pillowing keypad overlay, end cap address label peeling and minor scratched lcd window.

Event description:
It was reported that the insulin pump had a screen flashing when screen was turned on after being in sleep mode. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.